Event description:
Ref imp report: (B)(4).

Manufacturer narrative:
To be inspected. (B)(4). All parameters were found to be in accordance with the specifications valid at the time of manufacturing, included washing and sterilization cycles. Thirty-five cups belonging to this lot have already been reported up to now. (B)(4). All parameters were found to be in accordance with the specifications valid at the time of manufacturing, included washing and sterilization cycles. Forty-one cups belonging to this lot have been already implanted and no similar incidents have been reported up to now. From the data collected, the problem occurred is highly likely due to a surgical mistake or an improper reaming and not device related. The two cups, just received back by the MFR, will be inspected and, in case of need, a follow-up will be submitted.

Manufacturer narrative:
The two shells were retrieved for analysis. They were inspected with the r and d manager and the external diameters of both implants were measured with a caliper, no anomalies were detected, both implants correspond to a metal back size 56.